Manufacturer narrative:
Data regarding product identity is incorrect (partial sn; no lot number), therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted in a patient's right eye, the shunt was noticed to be touching the iris. There is no patient impact as the shunt remains implanted. Additional information has been requested.